Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history records for the reported lot number, aa4251n17, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The molded head, tube and balloon exhibited a yellow discoloration. The molded head was separated from the feed lumen. The molded head was viewed under magnification and a small piece of the septum remained attached to the molded head and feed lumen. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the transgastric-jejunal enteral feeding tube became blocked and was subsequently replaced. Upon removal of the enteral feeding tube it was noted that the tube above the balloon had almost separated from the lower part of the device. The patient was unharmed and the tube was successfully replaced. The device was in use for 91-days prior to the event.